Manufacturer narrative:
(B)(4). D10 - concomitant devices - zimmer segmental segment with male/female taper 30mm length catalog #: 00585004603 lot #: 65532610. Zimmer segmental stem collar 25mm catalog #: 00585204025 lot #: 65530735,. Zimmer segmental fluted straight stem extension 9mm diameter x 130mm length catalog #: 00585205009 lot #: 65083867. Zimmer segmental polyethylene insert xt size b catalog #: 00585001296 lot #: 65885958. Zimmer segmental articular surface with segmental hinge post size b 12mm catalog #: 00585002012 lot #: 64834863. Zimmer segmental precoat non-modular cemented tibial component size 3 catalog #: 00588000302 lot #: 65593919. Zimmer segmental trabecular metal medium tibial cone 31mm x 31mm catalog #: 00545001331 lot #: 64882572 g2- report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-02345, 0001822565-2023-02346, 0001822565-2023-02347.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address periprosthetic femur fracture after a fall approximately three (3) weeks post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (04) - femur. Visual evaluation of pictures provided identified that the femoral component had been removed with part of the femur bone still attached, confirming the reported fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.